Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the wire of the mega needle driver instrument was broken. The procedure was completed with no reported injury.